Event description:
It was reported that bd syringe luer-lok tip separated durig use, resulting in blood leakage. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Based on no sample, the investigation concluded: unconfirmed: bd was not able to confirm the customer¿s indicated failures.

Manufacturer narrative:
One photo was received and evaluated. Three loose 10ml syringes were depicted in the photo. The syringes appeared manipulated with blood residue in the fluid path. Two of the syringes both had insecure stopper around 2ml markings. One syringe had blood in the fluid path and behind the stopper on the plunger rod. This is potentially indicative of leakage past stopper condition. The previous supplemental MDR reported code 3331 indicating device history records were reviewed. Device history record review could not be performed due to unknown lot number. Potential root cause for the insecure stopper defect is associated with the assembly process. Potential root cause for the leakage past stopper condition could not be determined without batch # or sample to investigate. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd syringe luer-lok tip separated durig use, resulting in blood leakage. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd syringe luer-lok¿ tip separated durig use, resulting in blood leakage. There was no report of exposure, injury, or medical intervention.